Event description:
The procedure was femoral angioplasty and stent placement to the patient's right femoral artery, the evercross balloon ruptured and came off of the shaft. The physician used a snare to capture the balloon. Another balloon catheter was used. A small perforation to the right femoral artery was noted and a stent was used to cover the area. Good blood flow noted in vessel after stent placed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device was conducted. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).